Event description:
It was reported the pt experienced heating at the ipg pocket site when the stimulation is on. The burning is not constant and is relieved when the pt bends over. Diagnostic tests showed no anomalies. The pt has effective stimulation coverage in the established pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.